Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump exhibited double beeping with a cassette attached (dbwc) and the lens was reported to be damaged. No patient involvement.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Found high pressure and key stuck message in the event history logs. The customer stated problem was duplicated. Found fluid ingressions on the downstream sensor and the lens on the pump was scratched. Replaced downstream occlusion sensor and lens. The cause of the reported problem was traced to the customer improper cleaning of the pump. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured aug. 2018, and is out of warranty. Therefore, no manufacturing DHR review is needed.